Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 1948, lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged and had high thresholds that were "making the patient worse." The lead was explanted and replaced. No patient complications have been reported as a result of this event.